Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that power on reset (por) occurred when connected to implant. Patient recharged last friday however didn't connect to implant afterwards. Dismissed code. Reviewed meaning of por based on circumstances and explained that most likely that ins was very low or completely depleted when ins was recharged. With instruction patient turned therapy on. The troubleshooting steps that were taken on the call resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.